Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The functional/display test failed due to the screen being dim. An internal inspection of the cycler found transformer (t1) on the inverter board to be burned. The inverter board is located on the rear of the touch screen. A known good inverter could not be installed due to burn damage to connector. There were visual indications of dried fluid within the cassette compartment during the internal inspection. No burrs or sharps in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. The glucose test failed. The mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burned transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was dim upon power up. The power cord was properly connected in both ends. The patient adjusted the screen brightness to the maximum setting, but the screen remained dim. At that point in time, the technical support representative advised the patient to discontinue use of the cycler. The patient opted to complete treatment using the cycler. There were no adverse events, injuries, or medical intervention required as a result of the event. Upon follow up it was determined the patient was able to complete treatment. The new cycler has been received and the malfunctioning cycler has been returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.